Event description:
Sheath broke off while inside the femoral artery. Attending physician able to snare the sheath out, uncertain how this happened. Diagnosis¿ successful deployment of pfo closure device. Procedure was complicated by severed 6 french sheath, which embolized to the left pulmonary artery and was ultimately retrieved by a 7 french snare.